Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range and the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was short of breath. The right ventricular (rv) lead had high rv and superior vena cava (svc) coil impedances. An alert had also triggered for high pacing impedance. A fracture was suspected on the rv coil. Due to the left ventricular (lv) lead programming of lv tip to rv coil, it was noted the lv lead capture was up, the lv pacing impedance was high, and there was no capture. The rv lead was explanted and replaced. The lv lead remains in use. No further patient complications have been reported as a result of this event.